Event description:
It was reported during the injection of the contrast product during a CT scan, the catheter cracked a bit upper of the injection site. The medical staff had to stop injecting the product and clamped the line. It was reported this event caused pain and bleeding. The catheter was removed. It was reported "the bleeding was substantial but did not require a transfusion."

Manufacturer narrative:
(B)(4). The customer report of an extension line crack was confirmed through investigation of the returned sample. The customer returned one s-l catheter for analysis. Definite signs of use were observed on the catheter. Visual analysis revealed one vertical crack along the length of the extension line from the juncture hub to the middle of the extension line. The edges of the separation appear smooth and uniform. The extension line was also observed to contain multiple kinks along the body. The overall length of the catheter measured 8 1/4" via calibrated ruler, which is within the specification limits of 7 7/8" - 8 3/8" per the catheter product drawing. The outer diameter (od) of the undamaged portion of the extension line measured 0.08710" via calibrated micrometer which is within the specification limits of 0.084" - 0.088" per the extension line graphic. The inner diameter (ID) of the extension line at the luer hub measured 0.058" via calibrated pin gauge which is within the specification limits of 0.055" - 0.059" per the extension line graphic. A manual tug test confirmed that the extension line is secure within the luer hub. As per r & d comments, the appearance of the damage looked like interactions with a sharp object along the length of the extension line. Additionally, since the catheter is not pressure injectable, it was possible that the extension line cracked due to a pressure build up from the contrast injection. Based on the multiple potential failure modes, however, it cannot be confirmed how the damage occurred. A device history record review was performed, and no relevant findings were identified. Per the customer report, sample received, and feedback, the potential root cause cannot be confirmed. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the injection of the contrast product during a CT scan, the catheter cracked a bit upper of the injection site. The medical staff had to stop injecting the product and clamped the line. It was reported this event caused pain and bleeding. The catheter was removed. It was reported "the bleeding was substantial but did not require a transfusion".